Event description:
Washed out a knee and did a poly exchange. Patient seemed to have a low grade infection and pain in the knee.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Furthermore, a review of the sterilization records verified the sterility of the reported product lots. The event could not be confirmed. Review of the sterilization records verified the sterility of the reported product lots. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control.

Event description:
Washed out a knee and did a poly exchange. Patient seemed to have a low grade infection and pain in the knee.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer.